Event description:
It was reported that a user experienced hyperglycemia after a usual dinner, with glucose rising over approximately three hours to 326 mg/dl while using an ilet with a contact detach infusion set and without any device alerts or alarms. Symptoms included elevated blood glucose. Outcomes included user-performed troubleshooting and continuation of therapy at home without medical intervention. Investigation included customer support guidance to change the infusion components and assessment of insulin flow, during which the user observed slower and smaller drops than usual, then replaced the contact detach tubing and resumed delivery. Investigation of this case revealed that the cause of hyperglycemia was unclear, with a potential infusion line flow issue suggested by reduced observed drop size prior to the tubing change, and no device alarms reported. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive due to insufficient evidence for a definitive device or use-related failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.